Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-dec-2019 the following findings: during investigation, the complaint regarding no power was duplicated at time investigation. There were no audible, vibrations and a blank screen when the battery was inserted and the pump is complete unresponsive due to moisture ingress to the internal printed circuit board components. A leak test failed at display lens leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 21-jun-2018, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.